Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported during a right leg percutaneous transluminal angioplasty (pta) procedure, there was a complication with a 5 french ansel high flex sheath that was unable to be retracted/removed from the patient. It was reported that plans were to take the patient to surgery although the patient was reported to be doing fine. The plan was to do a cut down procedure of the effected leg and remove the sheath during surgery. It was reported that the vascular surgeon had noted when pressing on the patient's groin area, a sizeable chunk of calcium. On (B)(6) 2017, the patient underwent a cut down procedure. It was noted that the calcium chunk was holding the sheath. The surgeon was able to remove and release the sheath by removing the calcium. Post procedure it was noted that due to the duration of waiting to undergo the cut down procedure, the leg had thrombosed. The patient was placed on antibiotic therapy. The physician will monitor the patient to determine when the by-pass procedure can be scheduled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The follow-up bypass procedure had been performed and the patient is reportedly doing okay. A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information, it is reasonable to suggest that the leading cause to this event may be associated with the pre-existing patient condition of heavy calcification in the groin. However, a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.